Event description:
It was reported to bioprotect ltd on 14-jun-2024 that the bioprotect balloon implant system was implanted during procedure performed on (B)(6) 2024. After procedure completion, the patient had a bleeding in the rectum. The patient had a gleason 9 and an obscure anatomy with a thin tissue proximal to the anal verge, and perhaps a preexisting anatomical anomaly resulting in a small less than 5 mm hole in the rectum. The device was easy to deflate and remove to allow this hole to heal. The small perforation was sutured, and broad-spectrum antibiotic was administered (rocephin). The patient was discharged home the same day in good condition. The patient was planned for radiotherapy treatment it is unknown if it was delayed due to this event.